Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no evidence of foam particles in the assembly and there was corrosion in the device. Connector oxide also found as secondary findings. The device was scrapped.